Manufacturer narrative:
Block b3: exact date unknown, event occurred weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pocket relocation procedure. The device remains implanted and in service.